Event description:
Healthcare professional reported "rupture" (deflation). This record is for the left side. The device was explanted and replaced. The device was returned.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on december 16, 2025, with lot number 1186231. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: deflation: observed through microscopic inspection an opening assessed as surgical damage also observed crack of diaphragm valve assessed as cracked valve seat diaphragm valve and delamination of diaphragm valve assessed as adhesive failure. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported "rupture" (deflation). This record is for the left side. The device was explanted and replaced. The device was returned.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.